Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume accuracy test, too low. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, failed volume test too low. Was reproduced. The device was tested for flow accuracy and under delivered with -5.545. A review of the history log revealed a review of the last days of customer use in the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment and m2/m3 spring requires replacement to address this issue.